Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Report of formal claim received. Pinnacle mom implanted in 2009. No confirmation of revision, or reason for revision, received.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided. It has not been confirmed the patient has not been revised. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.